Event description:
It was reported that during a laparoscopic splenectomy procedure, it is reported that the device was used three times with no problem. On the fourth firing it did not completely fire the cartridge. The customer's report indicates there was no adverse outcome to the patient, yet they also advise the case was converted to an open procedure, an extended incision was required and the patient required a blood transfusion - 1800cc. It is unknown at this time if these actions were related to the use of the device. The treatment diagnosis was myelodysplastic syndrome and has had chemo (not sure when).

Manufacturer narrative:
Evaluation summary: the analysis results found that the atw35 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired with out any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.